Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System functions properly with no errors in event log. User error. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge 9800 fluoroscopy system reportedly would not record a cine run. One reported instance of this malfunction.